Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb) and atrioventricular (av) block. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, it was attempted to deploy the valve twice and while advancing the ds into the aortic position and crossing the valve, the patient was developed with a complete atrioventricular block (third-degree) block. Although, temporary pacing was intended via the existing non-abbot wire, the electrical impulses did not result in effective cardiac contraction for an unknown reason. As a result, the patient's condition worsened to a complete circulatory arrest and a cardiopulmonary resuscitation (CPR) was initiated. During CPR, an external temporary pacemaker was used. Approximately 5 minutes later, a sustained spontaneous circulation was established. After stabilizing the patient, the procedure was continued but the ds could not be advanced over the non-abbott wire, so both were removed together from the patient's anatomy. A potential damage of navitor valve could not be ruled out at the time of this incident so the user decided to continue the procedure by replacing a new navitor vision valve by using a new flexnav ds. The valve was able to be implanted at a depth of 3-4mm on the non-coronary cusp (ncc). The patient remained hemodynamically stable after CPR, and there was no clinically significant delay reported. Post-implant, no aortic insufficiency was noted. Post-implant balloon aortic valvuloplasty (post-bav) was not performed. The conduction remained unchanged and the patient was subsequently transferred to an intensive care unit for monitoring. Post-procedure 2 days later, the patient received a permanent pacemaker. The implanter classified this event as being not related to the performance of the device navitor vision valve. The patient was discharged.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.